Event description:
It was reported that during a benign hyperplasia procedure, four fibers were used for the procedure. The first fiber experienced fiberlife at 422,673 joules of use. The second fiber used was contaminated upon opening due to packaging issues. The third fiber appeared to be end firing affecting tissue outside of the laser target. A fourth fiber was used to complete the procedure. The patient outcome was reported to be no serious injury. This report is for the third fiber.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe detritus adhesion on surface, and indication of slight melting on output window. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a benign hyperplasia procedure, four fibers were used for the procedure. The first fiber experienced fiberlife at 422,673 joules of use. The second fiber used was contaminated upon opening due to packaging issues. The third fiber appeared to be end firing affecting tissue outside of the laser target at 312,148 joules and 36 minutes of use. A fourth fiber was used to complete the procedure. The patient outcome was reported to be no serious injury. This report is for the third fiber.